Manufacturer narrative:
The manufacturer's field service engineer was not able to duplicate the reported problem. Although the problem could not be duplicated, a preventive measure of changing the battery was performed by a third party engineer. The device is returned to normal function.

Event description:
Customer reported a battery malfunction. The battery can be detected by the unit, but unable to switch 'on' without direct power supply. The customer reported that the device was not in clinical use at the time the issue was discovered.